Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 1st may 2013 and performed weekly self-tests up to the 17th april 2016. The device failed a self-test due to a low battery on the 23rd april 2016, the user would have been alerted with a low battery warning and a flashing red status led. The voltage dropped at this time and increased on the 25th august 2016, with the device passing self-tests up to the last log entry on the 25th september 2016. The returned pad-pak was installed and the device passed a self-test. No warnings were given at shut down and the status led continued to flash green. The device delivered a test shock without fault and an acceptable measurement was recorded. Investigation was unable to replicate the reported fault. The self-test fail may be due to the pad-pak not being properly seated in the device or the pad-pak may have been replaced with a partially depleted unit for the self-test and that unit was not returned for investigation. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. Investigation was unable to replicate the reported fault.